Event description:
The customer reported receiving a total of 4 false positive hcg results while using cardinal rapid test hcg combo devices on an unspecified number of patients. The customer indicated false positive hcg results were obtained on (B)(6) 2024 but did not clarify which patient presented when. One patient presented for vaginal discomfort on an unknown date. A blood sample was collected and tested using the cardinal rapid test hcg combo device and a positive hcg result was obtained. Confirmatory testing was conducted using the beckman quantitative hcg test which yielded a negative result. The patient was discharged. No adverse events reported. See MDR 2027969-2024-00169 for false positive results on unspecified number of patients.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the patient takes zofran, ibuprofen, and tylenol. Per the interfering substances section of the package insert, ibuprofen shows no interference at a concentration of 20 mg/dl. The cross-reactivity of zofran and tylenol have not been studied. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving a total of 4 false positive hcg results while using cardinal rapid test hcg combo devices on an unspecified number of patients. The customer indicated false positive hcg results were obtained on (B)(6) 2024 but did not clarify which patient presented when. One patient presented for vaginal discomfort on an unknown date. A blood sample was collected and tested using the cardinal rapid test hcg combo device and a positive hcg result was obtained. Confirmatory testing was conducted using the beckman quantitative hcg test which yielded a negative result. The patient was discharged. No adverse events reported. See MDR 2027969-2024-00169 for false positive results on unspecified number of patients.